Manufacturer narrative:
Eval result: IV pole bracket.

Event description:
It was reported by service report that there was a broken weld on the patient's right IV pole bracket exposing sharp edges. The jack pump pedal was also broken and could not be pumped up. No pt involvement or adverse consequences are reported.